Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the o ring broke off. They noticed that it was cracked and then it broke off. The location of the damage was on top of the reservoir chamber. The customer's blood glucose level during the incident was unknown. They did not know how the damage occurred. The customer also reported that they had experienced a high blood glucose in 500 mg/dl. They treated the high blood glucose with the insulin pump and it had gone down. The customer declined troubleshooting for the high blood glucose. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had cracked battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring and minor scratched display window.